Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they loaded the base reagent into the position for the wash 1 solution. The customer removed the base reagent and removed the contents of wash 1 reservoir. The customer performed rinsing with deionized water and fresh wash 1 reagent. The customer primed the wash 1 bottle, performed recalibration for tni-ultra assay and ran quality controls, which were acceptable. The cause of the discordant, falsely low tni-ultra result on one patient sample was due to the incorrect reagent loaded by the operator. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low tni-ultra result.